Event description:
(B)(4). All my joints were stiff. I could not move with out pain. I felt like I had vertigo. I started to visit with a chiropractor but the pain never went away. I was told I was depressed.